Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) involved with this complaint and completed the device evaluation. Visual inspection identified a segment of the conductor wire sticking out from the distal end. The instrument was subjected to electrical continuity and passed testing. When placed and driven on an in-house system, the instrument passed all required tests, moved intuitively with full range of motion, and opened and closed properly. The vse passed all required tests. A review of the logs did not show any failures. The root cause of this failure was attributed to a component failure. Additional observations not reported by the site and not related to the reported event were identified. The vse was found to have damage of the conductor wire¿s insulation. As a result, the internal wires were exposed. The instrument passed electrical continuity and no thermal damage was observed. The root cause of this failure was attributed to mishandling/misuse. The instrument was also found to have mechanical damage at the grip tips. No material appeared to be missing. The root cause of this failure was attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the vse instrument (part# 480422-01/ lot# l92201014 0107) associated with this event has been performed. Per logs, the instrument was last used for a procedure on 12-may-2021 using system (B)(4). The vse is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. This complaint is being reported because the instrument had conductor wire insulation damage that left the inner wires exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires in the vessel sealer extend went out and laid like a sling. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.